Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: 6974m implantable tachy lead 2013-(B)(6), 4076 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation. The left ventricular (lv) lead polarity was reprogrammed and the stimulation was resolved. It was noted the patient is part of the system longevity study. The lv lead is still in use. No patient complications have been reported as a result of this event.